Manufacturer narrative:
Batch review performed on 15 dec 2025. Reverse shoulder system 04.01.0123 humeral reverse hc liner d 39/+3mm (k170452) lot 2417923: (B)(4) items manufactured and released on 08-oct-2024. Expiration date: 2029-sept-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Reverse shoulder system 04.01.0208 lat. Glenosphere 39xd 24.5 (k193175) lot. 2505972: (B)(4) items manufactured and released on 07-may-2025. Expiration date: 2030-apr-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At 3 weeks from the primary, the patient came in reporting pain due to dislocation of the liner from the glenosphere and the cause is unknown. The surgeon revised the liner from a +3 to a +6 and revised the metaphysis from a +0mm/0&deg; to a +9mm/+20&deg;r. The glenosphere was not revised. The surgery was completed successfully.